Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart during bolus delivery and it was not stored or not use for an extended period of time. Customer reported that the unexpected restart was recurring during normal use. Customer also reported that the insulin pump up button was hard to press. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened up button dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify the external ram crc error or unexpected restart error alarms due to unresponsive button.